Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed out of specification. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device did not detect a distal occlusion.

Manufacturer narrative:
During testing it was found that the device did not detect a distal occlusion. This was due to a broken distal pressure pin. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.